Manufacturer narrative:
Based on the information available, the reported leak may be associated with factors external to the device, such as handling conditions. During follow-up, the user indicated that previously observed leaking IV tubing may have been related to handling practices (i.e., placement of bags in plastic chemotherapy bags prior to use) and reported that no recent issues have occurred. Multiple attempts were made to obtain additional information and request return of the affected product; however, no tubing or device was returned and no lot number or additional traceable information was provided, limiting the ability to perform a device-specific or lot-level investigation. The model number b2-70071-d was provided by the reporter. A review of historical complaints identified reports of IV set leakage, which are currently being evaluated under an active CAPA. These events were associated with specific, identified conditions and/or locations. As the current complaint did not include sufficient detail regarding the nature or location of the reported leak, a direct correlation to known failure modes could not be established. While the available information suggests a potential association with handling conditions and/or ancillary IV tubing, a device-related issue cannot be definitively ruled out due to the absence of returned product and limited information. No adverse event or patient injury was reported.

Event description:
A customer reported that a batch of IV tubing in use was faulty and leaking during infusion. The reporter indicated that after switching to a new batch of tubing, the issue was no longer observed and subsequent infusions were completed successfully. No adverse event or patient injury was reported in association with this issue.